Event description:
It was reported by a distributor that they received a posey bcs acute care, ltc model 8060 from a facility with no reported product issue against the bed. The distributor inspected the canopy and noticed that the zipper elements on the large window were not interlocking when zipped up and there was a tear in the netting. There was no pt injury reported.

Manufacturer narrative:
.